Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/29/2025 the user reported that the ilet device¿s wake/lock button was intermittently unresponsive. After a restart, the button functioned normally. Blood glucose was unaffected and no health effects were reported.